Event description:
Healthcare professional reported via a sus voluntary event report right side swelling, lymphadenopathy, fluid surrounding breast implant, breast implant associated anaplastic large cell lymphoma (bia-alcl), metastatic disease, and erythema. Healthcare professional additionally reported flu like symptoms, sore throat, and fevers, all not related to the device. Pathological markers confirming alcl have not been received. Treatment was noted as completion of chemotherapy, and bone marrow transplant. The device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5161083, mw5161084. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, lymphadenopathy, and bia-alcl suspected